Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 475 at the time of incident and other relevant blood glucose level was 492 mg/dl. Customer was feeling okay. It was also reported that there was air bubble in tubing and customer was refused to troubleshoot. The insulin pump will not be returned for analysis.